Event description:
A user facility reported to olympus that the evis exera iii gastrointestinal videoscope had forceps/instrument channel malfunctions. The event occurred during preparation for use, prior to an unknown procedure. Upon inspection and testing of the customer returned device, foreign materials clogged in the biopsy channel (wire found sticking out of the ks-mouthpiece). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, light guide rod lens cracked, bending section rubber glue chipped, protector coating peel off, air/water nut painting peel off, suction cylinder nut painting peels off, up down/right/left knob angulation less or specified value, up down/right left knob angulation play, and forceps passage failed. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the wire protruding out from the biopsy port was unable to be identified. The event can be detected by following the instructions for use which state: ¿inspection of the instrument channel.¿ the event can be prevented by following the instructions for use which state: ¿be sure to use the equipment in one of the recommended combinations. If combinations of equipment other than those shown below are used, the full responsibility is assumed by the medical treatment facility.¿ olympus will continue to monitor field performance for this device.